Event description:
On (B)(6) 2021, the patient was implanted with a gore® tag® conformable thoracic stent graft with active control system as part of a reintervention for a previously placed stent graft. Prior to the procedure, an sma-to-right external iliac artery bypass was created, and the sma and a branch vessel near the existing pseudoaneurysm were coil embolized. The gore® tag® conformable thoracic stent graft with active control system was then implanted in the thoracoabdominal aorta, and two gore® viabahn® endoprostheses were implanted in the right and left renal arteries using a chimney technique. There was no reported endoleaks, and blood flow through the bypass was reportedly good. On (B)(6) 2022, the patient presented with hematemesis due to fistula with the stomach. A type ib endoleak was also reportedly identified distal to the initially implanted gore® tag® device. An emergency reintervention procedure was performed whereby an additional gore® tag® device was implanted distally to treat the fistula and endoleak, and an additional gore® viabahn® device was implanted to extend the existing stent graft system distally from the left renal artery to near the terminal aorta. Nbca was then injected into the pseudoaneurysm. No endoleaks were observed and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, fistula (e.g., aortoenteric, arteriovenous, aortoesophageal, aortobronchial), endoleak, and reoperation.¿